Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexe0415 showed no other similar product complaint(s) from this lot number.

Event description:
Ruptured triple lumen at the taper. Conservatively reported as subq leak at this time.